Manufacturer narrative:
Two returned samples were received, one unused and one in used condition without the original packaging. Visual inspection revealed the cuff to have scratches on the surface, the sample looks quite used, the scratches cause the cuff to fail to inflate. Based on the analysis performed on the sample, a leak was found in the area that was scratched. The root cause cannot be associated with the manufacturing process since the failure reported could not be reproduced using the tools from assembly process. A device history (DHR) review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Manufacturer narrative:
UDI related data quality updates only.

Manufacturer narrative:
Other, other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during nasotracheal intubation of a patient, the cuff was checked beforehand. There were no apparent problems. After the patient had been intubated, the cuff was inflated and found to be "porous", requiring the patient to be re-intubated. "A traumatic procedure for the patient". No patient injury or clinical affects was reported and the outcome was resolved.